Event description:
While attempting to analyze a pt's rhythm, the device performed two rhythm analyses and provided a "no shock advised" prompt for both occasions. However, on the third rhythm analysis the device started to self-charge, prompted a "shock advised" prompt and appeared to have discharged on its own at an unk setting of energy to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.